Event description:
The manufacturer received information alleging that the blower control is defective. There was no harm or injury reported. The ventilator was evaluated by the philips field service engineer and the customer¿s complaint was confirmed. The device's blower assembly needs replaced to address the issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.